Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges the chair does not stop quick enough when letting go of the joystick. Dealer states it takes about 3 seconds for it to stop.

Manufacturer narrative:
Additional/updated information was added to reflect the both motor/gearbox assemblies being returned to the manufacturer for evaluation; however, subsequent testing could not verify the complaint of the motors causing the power chair to not stop quickly enough. Per the initial evaluation, the motors were unable to be tested to determine when the brakes engaged. However, the brakes engaged/disengaged electrically during the bench test. An expanded evaluation was performed. Per the expanded evaluation report, both motors responded properly to deceleration control and neither parking brake was found to have a mechanical or electrical malfunction. The underlying cause of the complaint issue could not be determined. As the parent power chair was not returned for evaluation, it is unknown if another part could have caused the reported malfunction.

Event description:
Dealer alleges the chair does not stop quick enough when letting go of the joystick. Dealer states it takes about 3 seconds for it to stop.